Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the scope communication error b30 was duplicated due to the failure of the video connector by debris/foreign material/corrosion on the electric contact part of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the malfunction of the ccd unit or the failure of the printed-circuit board in the scope connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the scope communication error e216 and b30 were displayed and the noise appeared on the endoscopic image. There was no report of patient injury associated with the event.